Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in an unknown location. An unknown guide wire was inserted into a collateral branch and an unknown size taxus element stent was implanted. Difficulty removing the guide wire was experienced. A non-bsc guide wire was advanced proximal edge of taxus element stent and the physician pulled the guide wire located in the collateral branch at which time the non-bsc guide wire moved outside of the stent. The proximal stent cell became lifted toward the inside. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).